Event description:
The iradium pump was programmed with the medication, propofol, at a particular infusion rate, however, the anesthesiologist visibly noticed that the medication was not flowing at the programmed rate. The infusion medications were not being delivered, and the pumps did not alarm nor indicate any problem. Due to the lack of medication infusion, the patient moved at a critical point in the procedure. The only option at this point was to use an alaris infusion pumps (not MRI compatible) and run a microbore tubing through the wave guide.